Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when they removed the sensor, the electrode was short. Customer's blood glucose value was 152mg/dl. The sensor will not be returned for analysis.